Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the left ventricular (lv) lead had exhibited high impedance measurement. The physician elected to explant and replace the lv lead. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing found no internal shorts between conductors but an open circuit was found due to procedural damage. Visual and x-ray inspections of the lead found no anomalies except for procedural damage.